Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had a monitoring voltage of 2.08 volts and was in storage mode as a result of the battery voltage. Electrical testing was unable to be performed due to the device being in storage mode. Memory analysis was performed which confirmed the device has not triggered a replacement indicator while implanted. Additionally, therapy was available at the time of explant. The device had not been programmed off following explant which results in numerous episodes and charges to occur, leading to the device reverting to storage mode. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was explanted approximately 4 years later with no further complications noted. The device was returned 4 years after being explanted.